Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and visually inspected. Visual observations revealed the jaw pin was protruding out of its space, the device shows normal wear and tear marks and the laser markings are clearly visible. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. When the trigger was pulled by itself, it functions as intended. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys successfully. However, to restore it to the original position, the needle trigger has to be pushed back manually. The device does not function smoothly, confirming this complaint. From historical investigation, this failure mode is typically observed when tissue debris lodges into the shaft of the expressew and without proper cleaning the needle path becomes rough leading to deployment issues. The observed failures can be attributed to user technique issues. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the needle backs out of their expressew iii without hook during a rotator cuff procedure. The case was completed with another like device. There were no adverse patient consequences with a twenty-minute delay. The device will be returned for evaluation.